Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 503 mg/dl at the time of incident. Customer¿s current blood glucose was 415 mg/dl. The customer reported that he has been having issues with the infusion sets at the quick release. Blood glucose was little high. Mentioned that he started with a 503 mg/dl blood glucose. Customer reported that he got to the job blood glucose was at 440 mg/dl dosed for it and could smell insulin when to pull shirt up and the qr was not in the locking position. Turned it to back checked blood glucose again. Customer reported that he stays within the range of 80mg/dl-120mg/dl and these high blood glucose are unacceptable. Customer reported that when this started to happen last week when he got to work his blood glucose was 337 mg/dl and then went to 464 mg/dl went home and put a new set and worked fine. Customer reported that he has 5 infusions sets left out of the box. The insulin pump will not be returned for analysis.